Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #:(B)(4), description: linear st lead, 50cm. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site and was not getting good coverage. High impedance was noted. The patient underwent a revision procedure wherein the pocket was relocated and a lead was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.